Manufacturer narrative:
Other applicable components are: product ID: 8781, product type: catheter. (B)(4). Upon analysis completion, the pump was found to have no anomalies. The catheter was found to have a compressed area that resulted in occlusion, during testing; and damage was found to the transition tube. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative indicating that no volume discrepancies had been observed during pump refills. Per the representative, they did not perform a side port aspiration, as the physician was convinced that the pump was the problem. It was unknown if there was a catheter issue. The pump and entire catheter were explanted and replaced. The patient had a new pump and catheter and was really good now and so happy with her new pump.

Manufacturer narrative:
Concomitant products: product ID: 8781, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a hcp (healthcare professional) in (B)(6) via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml via an implanted pump. The dose was 601.5 mcg/day. The lot number was not available and could not be obtained. The other medications the patient was taking at the time of the event were not available and could not be obtained. Patient medical history was reported as none. On a date unknown to the reporter, the patient experienced several times more spasticity in her arms and legs. The physician stopped the pump with the clinician programmer for 30 minutes and restarted the pump again with the clinician programmer. After a few hours, the spasticity was a lot better (like before) in the arms and legs and this result lasted for 3 weeks. After 3 weeks, again the patient experienced more spasticity in the arms and legs. The physician stopped and restarted the pump manually again using the clinician programmer; the patient was better after a few hours. After 3 weeks, the same issue occurred again and the physician decided to replace the pump. Replacement surgery occurred; the date performed was unclear as reported. Regarding diagnostic testing/troubleshooting performed to the device system, the reporter did not know if this was done. The patient status as of (B)(6) 2016 was alive no injury and the issue was resolved. Additional information has been requested, but was not a vailable as of the date of this report. Additional information was received from a company representative, on (B)(6) 2016. There were no alarms. It was unknown if there were abnormalities in the pump logs. A side port aspiration was done. The discrepancies during refills are ok. The company representative further indicated that if there was a big difference, the physician would call the company representative immediately. The patient tolerance to the baclofen was excluded. The pump was explanted on (B)(6) 2016 and the patient was doing well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.